Manufacturer narrative:
The insulin pump alarmed external flash crc error during self-test, problem isolated to mother board. The pump passed idle current test, run current test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The pump was unable to perform off no power test due to external flash crc error alarm. The pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call indicating external flash crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was sitting on the couch with his son when the pump alarmed. The customer was assisted with reprogramming the pump. The insulin pump will be returned for analysis.